Event description:
The reporter stated that his wife was advised to go to the ER where her blood glucose was elevated (<300mg/dl). Treatment details are unk. The pt had obtained low results (20-30 mg/dl) with the suspect device for two days prior to the event. In response to the low readings, the pt's physician advised her not to take her usual insulin and go to the ER.

Manufacturer narrative:
Standard disclaimer on file.